Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a right atrial lead warning, a polarity switch and cracked insulation. It was also noted that the right ventricular lead was oversensing the atrial pacing. There was reprogramming done for both of the leads and they both remain in use. No patient complications have been reported as a result of this event.